Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a ruptured pseudoaneurysm . The diameter of the proximal aorta was 20 mm, with an angulation of > 90 degrees, with extreme tortuosity and no calcification. It was reported that the patient presented with aortic co-arctation several months previously, and a large palmaz stent was placed at that time. The patient presented emergently to the ER with a ruptured pseudoaneurysm. The pseudoaneurysm had developed proximal to the palmaz stent. The physician decided to implant a valiant captivia inside the previously-implanted palmaz stent to seal the pseudoaneurysm. During the procedure, the physician advanced the stent graft into the descending thoracic aorta. From where the palmaz stent was implanted, there was a 90 degree turn. A lunderquist wire was placed. On the first attempt to advance past the bend, the graft prolapsed. On the second attempt, the device was unable to make the turn, went straight, and ruptured the pseudoaneurysm at the level of the left subclavian artery. The patient's blood pressure dropped, and the physician performed a thoracotomy using an open 24 mm taa tube graft. A 32 mm coda balloon had been placed in the ascending arch when the rupture occurred to continue perfusion of the brain. Upon open repair, the patient was transferred to the ICU. The stent graft was never deployed, and the delivery system was removed after the puncture. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).